Event description:
It was reported that during the implant procedure, the scs lead had invalid impedance values. Repositioning the lead did not resolve the issue. The lead was removed and replaced by a new lead. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.